Event description:
Healthcare professional reported, right side "grossly ruptured". "Implants disintegrating", asymmetric intracapsular fluid surrounding the collapsed components of the right breast implant". "Envelope of the right breast implant appears to be collapsed within the capsule". "Intracapsular and extracapsular rupture". And "bloody fluid was aspirated". The device has been explanted.

Manufacturer narrative:
The event of "seroma-late" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "bloody fluid".

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: ¿ seroma: unable to observe since it is not related to the device. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side "grossly ruptured", "implants disintegrating", asymmetric intracapsular fluid surrounding the collapsed components of the right breast implant", "envelope of the right breast implant appears to be collapsed within the capsule", "intracapsular and extracapsular rupture" and "bloody fluid was aspirated". The device has been explanted.